Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. System check was performed with tandem technical support and the occlusion was identified to be related to the cartridge. Contact changed the cartridge and pump therapy was resumed. Customer's blood glucose (bg) was 512 mg/dl. Reportedly, customer went to the emergency room to be treated for the elevated bg. Although multiple attempts were made by tandem technical support to obtain additional information regarding the emergency room (ER) visit, contact/customer did not reply.